Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device is subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and locator are fully assembled in rear lock position. The anchor is visible in the assembly tip. Functional testing starts with setting the assembly to forward lock position, deploying the anchor. The device is then reset to rear lock position, posting the anchor on the assembly tip. The anchor is manually pulled, deploying the anchor and collagen. The device is disassembled. The carrier tube is cut, exposing the tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned carrier tube and sheath were fully assembled in rear lock position. The anchor was visible in the assembly tip. The assembly contents were able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the sheath tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal vip came out again when retracted. The anchor could not be released despite clicking. Hemostasis achieved by manual compression. A pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. The patient remained stable and there was no patient injury. The estimated blood loss was less than 250cc. The procedure was an intervention procedure using a 6fr sheath.